Manufacturer narrative:
Device was used for treatment, not diagnosis. Device history record review: lot for part was reworked due to black residue in the ID of the guide shaft. Parts were cleaned with alcohol swabs and ID re-verified. This is not relevant to the complaint because this rework is associated with the guide shaft. This is not relevant to the complaint because this rework is associated with the guide shaft which has no relationship to the complaint condition. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Disposition invalid. Placeholder.

Event description:
It was reported that postoperatively that an sterile processing department was in the process of disassembling the helical blade insert for cleaning. The sterile processing department was attempting to remove the gold sleeve on the upper section of helical blade insert, but the sleeve would not detach from the inserter for cleaning. There was no patient involvement. This is report 1 of 1 for complaint (B)(4).